Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-03669. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh and avaulta mesh were implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy due to stress urinary incontinence. Following insertion, the patient experienced pain, erosion, recurrent uti infection, dyspareunia, and urine and fecal incontinence. The patient underwent mesh revision/removal on (B)(6) 2009, (B)(6) 2011 and on (B)(6) 2011. The patient underwent posterior repair with havaulta mesh, lysis of mesh in urethra and cystourethroscopy. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced some urgency, urge incontinence, leaking urine when coughing and laughing, nocturia and urinary frequency during the daytime. (B)(4).

Event description:
It was reported that following insertion the patient experienced some urgency, urge incontinence, leaking urine when coughing and laughing, nocturia and urinary frequency during the daytime.